Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10 additional contact details: contact person name: (B)(6). Event site email: (B)(6). Event site telephone: (B)(6). It was reported that during preventive maintenance (pm) done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had ground prong broken on ac cord. There was no patient involvement. Fse evaluated the unit and resolved the issue by replacing reel, ac power cord. Fse then completed full pm. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received ac power cord, with a reported unit failure of a broken ground prong. The fat performed a visual inspection and found the part to have a broken ground prong. Please see attachment. Verified the failure but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) broken ground prong on ac cord broken. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.